Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was placed during a percutaneous endoscopic gastrostomy (peg) procedure, performed about one month prior. According to the complainant, the locking adapter was cracked within a month of placement. Upon retrieval of the device, resistance was felt and the physician experienced difficulty deflating the balloon. It was also reported that after the deflated balloon was removed from the patient, it appeared stretched. The procedure was completed with a different device (device unk). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.